Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, during an unknown procedure, while placing a sub condylar plate with unknown self-drilling screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. There was a sixty (60) minutes surgical delay reported. Patient status and surgical outcome were unknown. Concomitant device reported: matrix mandible self-drilling locking screws (part 04.503.546.01s, lot unknown, quantity 4). This report is for a materixmandible subcondylar plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Expiration date. These dates were inadvertently reported as 12/10/2018. The correct date is 12/09/2018. Reporter country code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, while placing a matrix mandible subcondylar plate with a matrix mandible self-drilling locking screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. The screw remained at the medial aspect of the jaw. There was a 60 minutes surgical delay reported as the plate was removed, surgical area explored and intra op c-arm taken as per hospital protocol. Only one plate used as a second could not be placed due to fracture. Patient status and surgical outcome were unknown. Concomitant device reported: matrix mandible self-drilling locking screws (part # 04.503.546.01s, lot # unknown, quantity 4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the device was received at its final destination. Device evaluated by MFR: device history lot. Part: 04.503.830s. Lot: l718132. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 10. Jan. 2018. Expiry date: 01. Dec. 2027. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. The unsterile part was manufactured in (B)(4), therefore a DHR review for unsterile part 04.503.830 with lot h458358 is assigned to (B)(4): part mfg date: 25-sep-2017. Part exp. Date: n/a. Manufacturing location: (B)(4). Lot number: h458358. Part number: 04.503.830. DHR record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# h458358 of ti matrixmandible subcondylar plate lambda/right/1.0mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Investigation summary background: updated event description: it was reported that on an unknown date, during an unknown procedure, while placing a matrix mandible subcondylar plate with a matrix mandible self-drilling locking screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. The screw remained at the medial aspect of the jaw. There was a 60 minutes surgical delay reported. Patient status and surgical outcome were unknown. Us customer quality investigation flow: device interaction / functional. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified damage to one of the holes. The hole just adjacent to the "r" etch shows post manufacturing deformation (deformed to a larger size). The deformation pattern is consistent with a screw head pushing through the hole. The returned plate is also bent at the damaged hole which is not a result of the manufacturing process. Functional test: at cq, none of the five (5) returned screws were able to be pushed through the damaged hole at the bent plate region. However the deformation pattern of one hole is consistent with a screw head pushing through the hole. The received condition agree with the complaint description - the deformation pattern is consistent with a screw head pushing through the hole. The complaint can not be replicated with the returned device(s) - however the deformation pattern of one hole is consistent with a screw head pushing through the hole. DHR review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Document/specification review: product design drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the thickness of the returned plate is within specification. Further dimensional inspection was not able to be performed at cq because of the post manufacturing damage. The complaint was confirmed . Conclusion: a definitive root cause for the screw going through the plate hole could not be determined based on the provided information. The most likely cause is the bent plate region which distorted the hole. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, while placing a matrix mandible subcondylar plate with a matrix mandible self-drilling locking screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. The screw remained at the medial aspect of the jaw. There was a 60 minutes surgical delay reported as the plate was removed. Surgical area explored and intra op c-arm taken as per hospital protocol. Only one plate used as a second could not be placed due to fracture. There was no immediate harm to the patient. The patient now had a foreign body at the medial aspect of the jaw. Patient status and surgical outcome were unknown. Concomitant device reported: matrix mandible self-drilling locking screws (part # 04.503.546.01s, lot # unknown, quantity 4).